Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, two resolute onyx drug-eluting stents were implanted in the lad. Approximately 8 months post procedure, patient expired. Cec adjudicated event as a cardiac death. The investigator assessed the event as not related to the device or anti platelets.